Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to dust or water droplets adhering to the contacts of video connector socket since the user cleaned the contacts on the video connector socket of the subject device and the subject device worked normal.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, a scope communication error b30 appeared on the monitor. The user cleaned the contacts on the video connector socket of the subject device, and the subject device worked normal. Other detailed information was not provided. There was no report of patient injury associated with the event.